Event description:
Caller reported that the tandem mobi pump battery would not charge despite using various recommended charging methods, including the tandem charging pad, cable, and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to use different charging cables and pads, but the issue persisted, leading to the loss of confidence in the pump. Technical support was instructed to create a service request record for further assistance.